Event description:
Additional information received from the manufacturer's representative reported a pocket revision was done on tuesday (B)(6) 2015. The recharger was tested during surgery using sterile techniques and they were easily able to get six coupling boxes.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the battery was tiled. They could only feel the top right corner of the header block. The patient averaged only two coupling boxes. The rep tried to optimize antenna location in the office. They could briefly get four boxes but with the next refresh it would drop to two. The patient had to lay on a hard surface at home to be successful at charging. This started about two months after implant. It was unknown what led to the event. Antenna locate (al) was used in the office and the maximum reading was 50. They also tried different recharging positions. The issue was not resolved. The patient planned to proceed with a pocket revision. A surgical intervention had not occurred but it was planned. It had not been scheduled. She would get a referral to a surgeon from her primary care physician (pcp). The patient's relevant medical history includes lumbar radiculopathy and spinal pain. The rep later reported that the pocket revision was done on (B)(6) 2015. The recharger was testing during surgery using sterile technique. They were easily able to get six coupling boxes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had a revision because they fell backwards on a metal gardening bucket and the edge of the bucket hit the ins. It ripped the pouch where the ins sat and the ins slipped. The surgeon had to go back in and create a new ins pouch and stitch it all back up. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient re-reported information regarding their previous fall and revision. They stated they are starting to think something is wrong with their ins. They were wondering if the fall damaged their battery. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's fall they had while they were gardening caused their ins to flip in the pocket. The patient also noted it was a bad fall and the patient was sore for weeks. No further information was reported.